Manufacturer narrative:
Exact date of event is unknown. The type of thv valve is unknown; however, these are the possible PMA numbers for sapien, sapien xt and sapien 3: p110021, p130009, and p140031. The valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native anatomy, uneven distribution of calcium in the pulmonary artery, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper anatomy assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the residual paravalvular leak is unknown as information is not forthcoming. But the pvl is more likely related to patient factors not provided (bulky calcification) and/or procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: salazar, rafael arboleda, et al. "Anesthesia for percutaneous pulmonary valve implantation: a case series." Anesthesia & analgesia 127.1 (2018): 39-45.

Event description:
As reported by the edwards affiliate in (B)(6), a journal article titled, "anesthesia for percutaneous pulmonary valve implantation. A case series" reported that during a pulmonic valve replacement procedure, post valve deployment the patient developed severe residual paravalvular leak. A second valve was deployed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.